Event description:
A patient reported experiencing a corneal ulcer, right eye, treated by an optometrist, who referred patient to a corneal specialist, associated with wear of freshlock colors contact lenses. Medical information received from ophthalmologist indicates patient experienced extreme pain, photophobia & redness, right eye after sleeping in lens. Lens age 1 week. Routinely sleeps in lenses & uses equate lens care solution. Was prescribed vigamox q 90 min for corneal ulcer by optometrist. Sle revealed epithelium intact, trace cells, no flare. Dx corneal edema, viral vs bacterial vs acanthamoeba infection. Continue vigamox. Improvement noted at next day visit. Dx central corneal ulcer, add lotemax tid, taper vigamox. Improvement noted but vision blurry at 2 day follow up. Dx uveitis, d/c lotemax, add durezol tid. Improvement noted at 5 day follow up. Visual acuity 6/12-2 right eye. D uveitis, recheck corneal ulcer, continue durezol bid, vigamox tid, right eye. Rtc 2 weeks. Consumer reported she did not return for follow up visit and has resumed wear of contact lenses without further issues.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as uveitis & a possible infectious corneal ulcer." No product has been returned for evaluation. An investigation of the reported lot information is underway by manufacturing. If any abnormality is found, a follow up report will be provided.